Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the large clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument misfired. The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. Clip test was performed and the instrument passed. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.